Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that, during the preparation of debridement utilizing a versajet, the flow of water in the handpiece was poor, and the water could not be sucked in properly. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.

Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation. With all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction or component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.